Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced "the screen falls over." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary;the reported condition of a colleague infusion pump with screen falls over was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on main display. Appropriate action was taken to correct the reported problem by replacing the main display.